Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's girlfriend reported via phone call that the customer was currently hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was not provided. The caller was unsure if the customer was wearing the insulin pump at the time of admission. The device was not replaced or returned for analysis.